Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as sores and blisters that have broken open red bumps and stated weeping under all three therapy pads. The patient believes he could be allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient used hydrocortisone cream and the patient's cardiologist suggested the patient take benadryl. Follow up indicated the irritation improved. Supplemental report 9/30/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as sores and blisters that have broken open red bumps and stated weeping under all three therapy pads. The patient believes he could be allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient used hydrocortisone cream and the patient's cardiologist suggested the patient take benadryl. Follow up indicated the irritation improved.